Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the issue with the system startup. The power distribution unit (pdu) was checked with the help of the inhouse technician. During the troubleshooting, the fan unit was found to be faulty and was not providing voltage, preventing the system from being turned on. The defective fan tray was replaced and returned to philips for further analysis. The analysis confirmed the pcb damaged because short psu01 to housing and confirmed the 24v power supply was root cause of the issue. Following the replacement of the pdu (power distribution unit) fan tray and dcps (direct current power supply), the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment would not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.